Event description:
It was reported that during a procedure, the fiber had no moses function and was fractured. The breakage of the fiber was located at one third of the fiber tip. The procedure lasted a long time and caused hemorrhage to the patient who was sedated and stable at the time. Unspecified methods were administered to treat the hemorrhage. The procedure was completed using another fiber.

Event description:
It was reported that during a procedure, the fiber had no moses function and was fractured. The breakage of the fiber was located at one third of the fiber tip and the tip did not break off inside the patient. The procedure lasted a long time and caused hemorrhage to the patient who was sedated and stable at the time. Plasma hemostasis was administered to treat the hemorrhage. The patient lost about 100cc of blood and did not require a blood transfusion. The procedure was completed using another fiber.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified that the fiber tip was degraded down to the fiber jacket, consistent with normal use. The observed heavy fiber tip degradation likely resulted in decreased energy efficiency. It is probable the user may have reported the fiber as broken in a general term due to decreased energy efficiency. Visual analysis of the fiber did not identify any breaks along the fiber body. Visual analysis also identified black spots on the fiber connector face. When connecting the fiber to the system, the aiming beam was distorted due to the degraded tip and the console read: '55: fiber has exceeded recommended # of uses. The fiber should be replaced.' Please know that the slimline ez fiber is a reusable device. According to the instructions for use (IFU), if the fiber appears damaged, the user is to not use the device and return it to the supplier for replacement. In addition, the IFU lists hemorrhage as a risk associated with this procedure type. Based on the available information and analysis results, the reported fracture was not confirmed during device analysis. Instead, the identified fiber tip degradation likely contributed to decrease in energy efficiency. The manufacturer has determined that the reportable criteria is not met for the alleged broken fiber tip. Based on analysis results, the reported no fiber function allegation is confirmed as it is likely that the damage to the fiber tip component contributed to decreased energy efficiency during use of the fiber.

Event description:
It was reported that during a procedure, the fiber had no moses function and was fractured. The breakage of the fiber was located at one third of the fiber tip and the tip did not break off inside the patient. The procedure lasted a long time and caused hemorrhage to the patient who was sedated and stable at the time. Plasma hemostasis was administered to treat the hemorrhage. The patient lost about 100cc of blood and did not require a blood transfusion. The procedure was completed using another fiber.

Event description:
It was reported that during a procedure, the fiber had no moses function and was fractured. The breakage of the fiber was located at one third of the fiber tip and the tip did not break off inside the patient. The procedure lasted a long time and caused hemorrhage to the patient who was sedated and stable at the time. Plasma hemostasis was administered to treat the hemorrhage. The patient lost about 100cc of blood and did not require a blood transfusion. The procedure was completed using another fiber.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber was thoroughly analyzed. Visual analysis identified that the fiber tip was degraded down to the fiber jacket, consistent with normal use. The observed heavy fiber tip degradation likely resulted in decreased energy efficiency. It is probable the user may have reported the fiber as broken in a general term due to decreased energy efficiency. Visual analysis of the fiber did not identify any breaks along the fiber body. Visual analysis also identified black spots on the fiber connector face. When connecting the fiber to the system, the aiming beam was distorted due to the degraded tip and the console read: '55: fiber has exceeded recommended # of uses. The fiber should be replaced.' Please know that the slimline ez fiber is a reusable device. According to the instructions for use (IFU), if the fiber appears damaged, the user is to not use the device and return it to the supplier for replacement. In addition, the IFU lists hemorrhage as a risk associated with this procedure type. Based on the available information and analysis results, the reported fracture was not confirmed during device analysis. Instead, the identified fiber tip degradation likely contributed to decrease in energy efficiency. The manufacturer has determined that the reportable criteria is not met for the alleged broken fiber tip. Based on analysis results, the reported no fiber function allegation is confirmed as it is likely that the damage to the fiber tip component contributed to decreased energy efficiency during use of the fiber.